Manufacturer narrative:
(B)(4). Insulin pump received with detached end cap. Unable to perform functional testing including the displacement and self test or verify alarm due to detached end cap. Insulin pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a device software error alarm. Customer stated they were able to clear the alarm and rewind the request. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.